Event description:
Surgical staff reported that during aneurysm repair it was noted the hemashield gold knitted double velour vascular graft 8mm (straight tube) had several areas in it that leaked and had to be pledgeted during the case. The surgeon eventually opted to remove this portion of the graft. The graft was replaced without incident. Md questioned product problem. Graft sequestered for risk management pick up and is available for evaluation purposes. There was no injury to the patient. There was, however, a slight delay while trying to troubleshoot issues.